Event description:
Had an extremely only MRI on my left hand, almost immediately I felt a stabbing in my hand. As the scan went on, my arm went numb, my sinuses became impacted. I tasted metal in my mouth. I had a ringing in my ears. My lower back felt like someone was stabbing it, and my lungs felt like I was being sat on. I only lasted a couple minutes. The duration of the day I had horrible headache, sinus pressure, and disorientation. I developed brain fog, muscle cramps throughout my body, my neck would freeze, and I felt beyond exhausted. Most of those symptoms have remained past 24 hrs and was not improving.